Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure for treatment of an 85% de novo lesion in the mildly calcified proximal left anterior descending artery (lad), pre-dilatation was performed. A 3.5x23 xience v stent delivery system (sds) was advanced to the target site and the stent was deployed successfully. A stent edge dissection was observed; therefore, another stent was deployed overlapping to treat the dissection. Post dilatation was performed and the end result was reported as good. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.